Event description:
A patient reported blood glucose results of 138mg/dl with a lifescan meter and 179mg/dl on a laboratory device, peformed within 10 mninutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.